Event description:
A malfunction alarm was reported, specifically with malfunction code malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was resolved after the customer received instructions from technical support on how to reset the pump, and the malfunction code did not recur afterwards.